Manufacturer narrative:
On 11/08/19, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, no apparent damage was observed. Leak testing was performed in accordance with the mentor procedures and no leak sites were detected. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided rupture, breast pain, possible granuloma. Concomitant medical products: 550cc mentor memorygel breast implant (catalog #:350-4550bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 550cc mentor memorygel breast implant and experienced postoperative left-sided rupture, breast pain, and discomfort. Mammogram performed on (B)(6) 2019 indicated the rupture and also left-sided granuloma. As a result, the patient had the implant explanted on (B)(6) 2019.